Event description:
Allegedly the patient was revised due to mom complications: loose socket

Manufacturer narrative:
After the initial report, it was determined that loose should be added to the incident mode.